Manufacturer narrative:
Unit had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and displacement accuracy test due to unresponsive blank display. Pump received with cracked case on the back at the battery tube area.

Event description:
The customer was reported via phone call that, the back of the pump from side where the battery is goes almost all the of to the bottom of the pump was cracked. The blood glucose was unknown at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.